Event description:
Customer states unit is over heating and has burned a pt.

Manufacturer narrative:
The customer did not return the device for evaluation. Numerous attempts were made to the customer to obtain the device for evaluation, including written notification. The device labeling identifies adverse effects; skin irritation and burn beneath the electrodes have been reported with the use of powered muscle stimulators.